Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pt. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.